Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended to not reprogram the device. No intervention was performed. The patient was stable with no consequences and will continue to be monitored.